Event description:
It was reported the pt is experiencing phrenic nerve stimulation and complained of discomfort when lying down. Unable to resolve symptoms with lower outputs or unipolar configuration. The lead remains in use. No pt complications were reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events where the product was still in use; date range (B)(6) 2008 and (B)(6) 2010. This medwatch report represents 1 of 5 events (event type code serious injury). The info submitted reflects all relevant data received. If add'l relevant info is received, a supplemental report will be submitted.